Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the left radial artery. The target lesion was located in the calcified mid right coronary artery. After advancing a 6f non-bsc guide catheter and crossing the lesion with a rotafloppy wire, a 1.5mm rotalink plus burr was utilized. Another non-bsc wire was advanced and pre-dilation was performed with a 3.0x12mm and 4.0x12mm nc emerge balloon catheter. A 4.00 x 20mm synergy ii drug-eluting stent was then deployed and it was noted that the distal edge of the stent had landed on a plaque. Subsequently, a second 4.00 x 20mm synergy stent was deployed distal to the first synergy stent. However, upon removal of the stent delivery system, the stent balloon hung up at the distal end of the guide and the stent delivery shaft broke approximately 12 inches from the distal end. A 2.0x15mm non-bsc balloon catheter was then inserted to trap the broken parts and the entire system was pulled back into the radial sheath. A forte mod wire was then inserted as a second access wire and the entire system was successfully removed from the radial sheath. The sheath was exchanged for a new radial sheath over the forte mod wire and a new guide catheter was inserted for post dilation and intervention of the left anterior descending artery and the procedure was completed. No patient complications were reported and the patient's status was stable throughout the procedure.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the left radial artery. The target lesion was located in the calcified mid right coronary artery. After advancing a 6f non-bsc guide catheter and crossing the lesion with a rotafloppy wire, a 1.5mm rotalink plus burr was utilized. Another non-bsc wire was advanced and pre-dilation was performed with a 3.0x12mm and 4.0x12mm nc emerge balloon catheter. A 4.00 x 20mm synergy ii drug-eluting stent was then deployed and it was noted that the distal edge of the stent had landed on a plaque. Subsequently, a second 4.00 x 20mm synergy stent was deployed distal to the first synergy stent. However, upon removal of the stent delivery system (sds), the stent balloon hung up at the distal end of the guide and the stent delivery shaft broke approximately 12 inches from the distal end. A 2.0x15mm non-bsc balloon catheter was then inserted to trap the broken parts and the entire system was pulled back into the radial sheath. A forte mod wire was then inserted as a second access wire and the entire system was successfully removed from the radial sheath. The sheath was exchanged for a new radial sheath over the forte mod wire and a new guide catheter was inserted for post dilation and intervention of the left anterior descending artery and the procedure was completed. No patient complications were reported and the patient's status was stable throughout the procedure. Synergy ii us mr 4.00 x 20 mm stent delivery system was returned for analysis. No stent was returned for analysis as it was deployed in the patient as per complaint report. The balloon body was reviewed and the distal balloon cone appeared deformed and filled with hardened medium resembling blood inside the balloon chamber. The bunching of the balloon most likely occurred during the withdrawal attempts. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section found a shaft break at the port bond, the shaft was stretched 2 mm distal to port break and the length of stretch (necking) was 6 mm. No other issues were identified during the product analysis.